Manufacturer narrative:
The recipient was reportedly explanted due to experiencing a failure in-situ due to loss of lock. Failure in-situ documented in MDR # 3006556115-2019-00838. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering additional information. Once additional information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.10/h.11, h.6. Advanced bionics considers the investigation into this reportable event as closed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections e.1, e..2 & e.3, g.2 & h.10 & h.11. Advanced bionics considers the investigation into this reportable event as closed. The recipient was re-implanted with another cochlear device. The external visual inspection revealed the electrode was severed. This is believed to have occurred during explant surgery. The photographic imaging inspection revealed broken antenna coil wires. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the tests performed. This device had broken antenna coil wires. A corrective action was implemented. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.